Event description:
During an atrial fibrillation procedure, a perforation occurred with no consequences to the patient. Transeptal puncture was performed, x ray criteria was good with good tenting, however, after using the brk, the wire was advanced and did not behave as usual; it was visualized all around the heart with mobility restriction. An esophagus echography was performed and the guidewire was visible between the anterior left atrium and the aorta. There was no blood in pericardium and the procedure was stopped with no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.